Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement on an unknown date. Subsequently, a potential product liability claim has been raised due to unknown reasons.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4)